Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
Patient reherniated about one month after her implant was placed on (B)(6) 2024 by dr. (B)(6). She went to a different surgeon (dr. (B)(6)) for revision surgery which included removal of implant & an alif.